Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
The tip of the driver broke off in the glenosphere. Tip could not be found & was left in patient. About 5 minutes was added to case.